Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the phenomena identified in b5, the following phenomena were also identified during evaluation: leaks from the scope connector cover, chips on the distal end light guide cover lens, separation of the bending section rubber glue, damage to the insertion tube and insertion tube protector, peeling of the protector grip to the body control unit, buckles in the universal cord, leaks from the scope connector cover, and failures to angulate properly. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the colonovideoscope controls did not respond well, especially the larger control. The device was returned for evaluation. During the device evaluation, the foreign material in the jet tube was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issues. It has been 10 years since the device was manufactured. Based on the results of the legal manufacturer¿s investigation and the available information, a whitish crystalized foreign material was found in the auxiliary water channel, although, the foreign material could not be identified. It is likely that the foreign material remained in the tube after reprocessing; however, a definitive root cause could not be determined. The event can be detected/prevented by following the instructions for use (IFU): gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.